Event description:
It was reported that the patient did not feel well and went to the cardiologist office. The patient was noted to be in atrial fibrillation and it was also noted that the device had reached elective replacement indicators early than expected. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.